Manufacturer narrative:
Device analysis report is attached. This report is submitted on january 29, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to blind sac closure broke down. There are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on december 21, 2023.